Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached connection between the bending section and the distal end, a stress problem was identified. Regarding the chipped adhesive on the bending section cover, a degradation problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached connection between the bending section and the distal end, and chipped adhesive on the bending section cover were found. There was no patient involvement.